Event description:
Customer reported there was no power when sawing and loud noises during operation. The customer suggested storage damage as a possible reason for the malfunction. Device was returned for service. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, functional testing was performed and revealed the motor and control unit did not function properly. Maintenance was performed and the device was returned to the customer on (B)(4) 2013. Placeholder.